Event description:
Pt implanted with a 4.5mm dcs plate and dhs/dcs one-step lag screw construct on (B)(6) 2011 for a subtrochanteric femur fracture. The plate broke postoperatively. There was no reported issue with the lag screw. X-rays were taken (B)(6) 2012. Hardware was removed and pt was revised to a 4.5mm lcp proximal femur plate on (B)(6) 2012.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was received. A device history records review has been requested.